Manufacturer narrative:
Event occurred on an unknown date in 2020. This report is for an unknown screws: matrixorthognathic/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient was implanted with two (2) matrix sagittal split plates. The patient experienced infection post-operatively in the right mandible sagittal split plate. The devices were explanted on (B)(6) 2020. The patient required antibiotic treatment. There was patient consequence. This report is for one (1) unk - screws: matrixorthognathic. This is report 1 of 3 for (B)(4).